Event description:
A very slow leak (13cc over nearly 3 days) with a balloon applicator that was placed for brachytherapy in the breast. Balloon was extracted and a second balloon was placed. Treatment was completed successfully. Incident did not result in a pt injury. Balloon leak is an anticipated adverse event per the instructions for use.

Manufacturer narrative:
Balloon leak during brachytherapy of the breast is an anticipated event. The leak was very slow (13cc over nearly 3 days). The balloon actually did not necessarily have to be replaced. It could have just been refilled and treatment resumed. The balloon in this event was evaluated including a review of the DHR, visual inspection and sem images. Investigation revealed leak was due to a manufacturing defect within the end hub portion of the balloon applicator. This is the first occurrence of this type of failure since commercial release of the device. Leaks are checked on every balloon applicator as part of the manufacturing process. The balloon was replaced and the treatment completed successfully. Pt was not harmed.